Event description:
It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was acute cardiopulmonary arrest. No additional information was reported.

Event description:
New information noted that there is no allegation from a healthcare professional that the death was device related. The cause of death was acute pulmonary arrest, acute kidney failure, and hypertension. Patient was in hospice care prior to death.

Manufacturer narrative:
A partial lead with the pin measuring 3.4 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.